Event description:
A user facility reported a broken haptic that was noted after insertion of the intraocular lens (iol). The wound had to be widened to allow iol removal.

Event description:
The nurse stated that sutures were placed.